Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high". Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer addressed their bg by loading a new cartridge onto the pump, and resumed insulin delivery.